Event description:
Ous MDR - after an implantation period of about 71 months, impedance values > 3000 ohm and a loss of capture was reported. No adverse patient side effects have been reported. This device was not returned for analysis and the implant date was not provided.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was interrogated and the pacemaker's memory content was analyzed. The battery status was found to be eri. The amount of charge taken from the battery was verified and the battery condition was found to be anticipated. The clinical observation was confirmed during analysis i.e. Values of the rv pacing impedance > 3200 ohm and high threshold values were measured. Therefore the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. The impedance measurement functions of the pacemaker were tested using multiple load resistances. The device measured and recorded all impedance values normal and as specified. Please note that the implant date is shown provided it was explicitly programmed. The implant date was not shown in any of the available follow-up data between january 2009 and december 2014, therefore it is assumed that it was never programmed. It was mentioned in the complaint description, that when the device was programmed in temporary mode, only the rv marker was displayed, even though in the ECG an atrial activity was observed. The inspection of the data revealed that this happened because during the temporary mode the device was programmed to vvi and therefore the atrial channel markers were not displayed. In the clinical observation it has also been remarked that, although the device showed the message "error catheter bipl ven. Stim. Unip attivata" (catheter bip error ven. Stim. Unip activated), there was no hm notification regarding the lead failure status. The reason is that this lead error detection took place on (B)(6) 2014, while the last hm message was sent on (B)(6) 2014. No further messages were sent after the 10th of december because this option is deactivated -by design- when the device reaches the "eri" status, which occurred on (B)(6) 2014. However, the message shown before the (B)(6) 2014 "imped. Ven. > 3000 ohm", is an advice and not a lead failure notification and therefore it was not transmitted to hm. For cylos family devices, only lead status messages are transmitted to hm and not lead impedance values. In case of a lead error detection, this status is transmitted to the hm and an error message generated. However, in this case the lead error occurred only after the eri detection.